Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the plunger was not perfectly straight and deviated before coming back into the axis. The distal haptic of the implant came out deployed. Additional information received stating that, the piston deflected as it moved forward. No patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. No lens was returned. The device was returned along with a section of an unknown peel pouch. The lock-out assembly has been removed. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. The product investigation could not identify the root cause for the reported complaint. We are unable to confirm the lens and the haptic position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).